Event description:
Medwatch (mw5164590) was received with the following information: "pt had an evd place on (B)(6) 2025, shortly after placement, evd (external ventricular drainage) setup noted to be leaking. Required new setup." Additional information received as follows: 1. What is the complete name and address of the reporting facility? (B)(6). 2. Please provide the product ID or catalogue number of the reported device. Lot#: 7430796, serial#: (B)(6). 3. Did the patient present any signs and symptoms due to eds leak? If yes, please provide detail. I don't believe the patient had any direct symptoms related to the leak. 4. Eds was replaced in the bedside or the patient was taken to operative room under anesthesia? Evd system was replaced at the bedside. 5. Please confirm the leak location in the evd. The evd system was leaking around the top of the fluid chamber. 6. According to information provided, the type of event is "serious injury". Can you please provide details? There was no harm to the patient, they just required it to be changed out. Thankfully no infection related to leaking system. 7. Please confirm if the intervention required was the "new setup" (evd replacement). Yes, they clamped the drain and used a sterile field to place a new evd collection system. 8. Please confirm if the reported product is external drainage system (unknown ID) or accudrain with anti-reflux valve (ID: ins8401). The floor typically carries accudrain with anti-reflux valve external drainage system.

Manufacturer narrative:
Mfg narrative for submission of a duplicate initial medwatch: please note that this initial medwatch supersedes (mfg report number: 3013886523-2025-00036) which was previously submitted for this case because the received medwatch#: mw5164590 did not provide any product identifier information. Subsequently, the facility provided us with the product identifier information, and as a result, this revised initial medwatch is being resubmitted to capture and update to the correct mfg report number for accudrain. Investigation findings: the accudrain with anti-relux valve (ins8401) was not returned; therefore, failure analysis is not possible. In addition, no photos showing the reported condition have been provided; therefore, the complaint is considered unconfirmed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. However, due to no product return, a root cause determination is not possible. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.